Manufacturer narrative:
Serial no: (B)(4). For two of the events, the investigations are ongoing. For two of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous low results were generated by the cobas e 801 module. The events involved a total of 7 patients with the following: 5 elecsys tsh assay, 1 elecsys ft4 assay, 1 elecsys ca 19-9 immunoassay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the remaining events, the investigation did not identify a product problem. The cause of the event could not be determined. For the one other remaining event, the field service representative found an issue with a pinch valve. After replacement of the pinch valve, no further issues were reported.